Event description:
Reporter indicated a system diagnostics test at the office visit resulted in high lead impedance reading, indicating a possible lead discontinuity. It was also reported that the patient was experiencing an increase in seizures. X-rays reviewed by manufacturer did not reveal any obvious lead discontinuities. Patient underwent vns system replacement. No serious injury was reported.

Manufacturer narrative:
Ap and lateral x-ray views of neck and chest evaluated by manufacturer. No obvious lead discontinuities noted. Device failure is suspected, but did not cause or contribute to a serious injury or death.